Manufacturer narrative:
The pipeline, pushwire, and catheter were returned for evaluation. The evaluation could not determine the cause of the event as the pipeline was found fully opened; however, the capture coil and pipeline braid were found damaged and may have contributed to the reported event. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).

Event description:
Treatment of a large unruptured saccular aneurysm measuring 22mm x 6mm located in the cavernous segment of the left ica (internal carotid artery). The patient was given dual antiplatelet therapy. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported that two pipelines (5mm x 30mm, qty. 2) appeared to be stretched and did not oppose the vessel wall as they were deployed inside the patient. Both of the devices were removed from the patient by trapping the pipeline braid between the capture coil and the catheter. Another pipeline (5mm x 25mm) was successfully implanted in the patient to complete the procedure. Post procedural angiogram showed an eclipse and slow flow into the aneurysm. It was reported the patient was doing fine and discharged from the hospital without any deficits. Same event as MDR # 2029214-2014-00491.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).